Event description:
The caller reported that the pt's tracheostomy tube had a leak in the pilot balloon. A non-routine replacement of the tube was required. The tube was discarded.

Manufacturer narrative:
.